Manufacturer narrative:
Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient who underwent primary breast augmentation with mentor medical devices (sx mpp gel 250cc, date of implant (B)(6) 2016) on both sides and experienced breast implant rupture on the left side complicated by granulomas in the left axilla regions confirmed via MRI. On (B)(6) 2021, mentor became aware that the patient experienced breast implant rupture bilaterally complicated by granuloma formation in the left axilla region confirmed by MRI. It was also reported that the patient has developed capsular contracture; baker grade unknown in both breasts. As a result, the patient underwent implants explantation on (B)(6) 2021.